Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) due to high, out of range pacing impedances and was in unipolar configuration. Furthermore, the ventricular paced events appear to show loss of capture. After a technical services analysis they suspected a lead fracture. The patient is lowly ventricular paced. The rv lead remains in service at this time. No adverse patient effects were reported.